Manufacturer narrative:
Correction as the correct manufacturing date should be november 2008.

Manufacturer narrative:
(B)(6). Field service specialist visited the account and performed complete and deep check of system. No issues found. All parameters checked meet specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Account reported a patient presented with diffuse lamellar keratitis in both eyes post lasik procedure (right stage 4 and left stage 3). Topical steroid dosage was increased. No flap lift and rinse performed. Pre op best corrected visual acuity (bcva) right: 10/10 , left: 10/10 . Bcva post treatment: right 6/10, left 8/10.